Event description:
It was reported that the patient was feeling ill and presented to the emergency room. It was noted that the pacemaker (pm) battery had prematurely depleted, and it could not be interrogated inductively, with radio frequency (rf) telemetry, and had no magnet response either. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of no rf telemetry, no inductive telemetry and no magnet response were confirmed. Premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.